Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 10:00 pm, the patient¿s cgm displayed a ¿high¿ glucose reading. Suspecting the cgm might be inaccurate, the patient replaced the sensor. After the second sensor completed its warm-up, it also displayed a ¿high¿ reading. The patient did not have a bg meter available for comparison and self-administered novolog based on the cgm reading. Around 11:00 pm, the patient began experiencing symptoms including jitteriness, breathlessness, weakness, and a sensation of ¿stomach squeezing.¿ she contacted ems for assistance. Upon arrival, ems measured the patient¿s bg at 40 mg/dl, while the cgm continued to display ¿high.¿ ems administered an unspecified IV treatment and transported the patient to the emergency room. At the ER, the patient received another unspecified IV treatment. She was discharged approximately four hours later with a bg meter reading of 110 mg/dl. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.